Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited increased shock impedance measurements. Technical services reviewed the available device data and confirmed the shock impedances had been gradually increasing, with an out-of-range measurement of 133 ohms on november 5. The stored episodes were reviewed and no noise was observed. Technical services recommended bringing the patient to the clinic for troubleshooting, and continuing to monitor the impedance measurements on the remote monitoring system. No adverse patient effects were reported.